Event description:
On (B)(6) 2025 the user was hospitalized for hypoglycemia after taking a manual insulin injection, reconnecting to the ilet, and announcing a meal, which resulted in insulin stacking and a subsequent low bg. The user¿s bg did not recover with home treatment, and ems transported the user to the hospital for management. The user plans to remain off the ilet until retraining is completed.